Manufacturer narrative:
The device serial number (B)(4) was returned to olympus for evaluation. The unit was inspected and tested. All functions and outputs are in standard specification. The unit passed the functional test, output test and electrical safety test. Minor scratches on the housing were observed. The label was cleaned. The device is a legacy model, once the functional test and electrical test were completed the device was placed in the return in stock and is not returned to the customer. As a preventive measure, the instruction manual states: the ultrasonic generator does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it. Patient or user injury and/or equipment damage can result. If an irregularity appears to be minor, refer to chapter 8, ¿troubleshooting¿. If the irregularity cannot be resolved, do not use the ultrasonic generator and contact olympus.

Event description:
It was reported that during a therapeutic procedure an error message of ¿short circuit error¿ occurred. The device according to the user was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another similar device. There was no patient injury or harm reported due to the event.